Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient transferred from hospital to cardiac care unit (ccu) following nstemi. Following the transfer the patient experienced ongoing episodes of chest discomfort complicated by acute pulmonary oedema, severe aortic stenosis and right lower lobe pneumonia. It was noted that there is a previous history of coronary heart disease and that a previous coronary angiogram revealed multi vessel disease for medical management. It is indicated that there was an initial troponin rise of 1517 and a further troponin rise of more than 11000. The patient was transferred to the cardiac catheter laboratory for a repeat coronary angiogram which revealed 99% heavily calcified lesion in mid right coronary artery (rca). It was reported that during the pci procedure there was an attempt to use a sprinter legend ptca balloon catheter, however there was difficulty advancing the device and a balloon rupture occurred on inflation to 14atm. It was reported that the tip of the balloon could not be retrieved from the lesion and the rca occluded. It was indicated that the patient was deemed unsuitable for cardiothoracic surgery due to severe aortic calcification. The patient was transferred to ccu for medical management. The patient was transferred to hospital following optimization of conservative medical management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.